Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely depressed sodium result generated on the alinity c processing module for a 56 year old male patient. The following data was provided: initial result = 117 mmol/l, repeat = 142 mmol/l no impact to patient management was reported.